Event description:
(B)(4) - after an implantation period of about 2 weeks, it was reported that the patient experienced chest pain and dyspnea. A lead dislodgement was confirmed. Furthermore, the patient reportedly received inappropriate shocks. The lead was replaced, but not returned to biotronik. The dates of implant and explant were not provided. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.